Manufacturer narrative:
(B)(4). This is a duplicate report of MDR 3030677-2016-01514 on pr (B)(4). The device investigation is still pending.

Manufacturer narrative:
UDI #: n/a .

Event description:
It has been reported that the AED did not pass self diagnostic check.